Manufacturer narrative:
As reported in a research article, complications from having a trifecta valve implanted included patient prothesis mismatch, stenosis, regurgitation, calcifications, endocarditis, reoperation, cardiovascular disease, renal failure, prosthetic valve dysfunction, congenital valve findings and readmission to the hospital. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 3001883144-2021-00099, 2648612-2021-00071. The article, patient-prosthesis mismatch and surgical aortic valve replacement outcomes: retrospective analysis of single-center surgical data", was reviewed. This research article presents a retrospective single center experience to analyze the risk factors for patient-prosthesis mismatch (ppm) and the effects of ppm on early postoperative outcomes after surgical aortic valve replacement (savr). Carbomedics mitroflow, carpentier-edwards(ce) magna, ce magna ease, ce pericardial, ce pericardial perimount, edwards prima plus, medtronic freestyle medtronic mosaic, sorin perceval, sjm epic, sjm epic supra, sjm stentless porcine valve, sjm trifecta, sjm mechanical valve, bjork-shiley monostrut, carbomedics mechanical and medtronic-hall valves were associated to the study. The article concluded that higher body mass index (bmi), female sex, and bioprosthetic valves, especially the sjm epic valve, were associated with increased rates of ppm and severe ppm. The primary and correspondence author of the article is aurinjoy gupta, 2196 falconcrest dr, thunder bay, on p7j1h5, canada with the corresponding email augupta@nosm.ca.